Manufacturer narrative:
A battelle critical care decontamination system (ccds) worker reported light burns on their fingers with some skin peeling from contacting h2o2 while examining the ccds bioquell unit h2o2 bottle that had leaked fluid. There was some h2o2 residue on the bottle from when it was attached to the ccds bioquell unit several hours before which got onto the worker's right palm and fingers. It was noticed a minute later. The worker went to the sink and ran their hand under water for 15 minutes. No treatment was required. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
A battelle critical care decontamination system (ccds) worker reported light burns on their fingers with some skin peeling from contacting h2o2 while examining the ccds bioquell unit h2o2 bottle that had leaked fluid. No treatment was required.